Event description:
It was reported that the pt had an infection and the entire system was removed. It was further reported that there was to be a replacement with a four quad plus leads and two 37082 extensions for pelvic pain. It was unclear if the ins was replaced in the back or abdomen or if leads were in abdomen or back so that tunneling was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).